Manufacturer narrative:
Additional information was obtained from the customer/user. As the crna could not establish a patient airway, the apollo was reportedly never connected to the patient. Hence it is impossible that the device caused or contributed to the cancellation and the subsequent outcome.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that at the start of a case, a user had difficulty establishing the patient airway for induction and the patient had a negative reaction to this issue. The surgical case was cancelled and the patient was reportedly transferred to the ICU for care. The patient reportedly expired approximately 10 days later.